Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 6mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a bent main tube. The bending damage was located at the proximal end of the main tube. As a result, the instrument did not perform during roll function as expected. The instrument, however, did move correctly in all directions. The probable root cause of unintuitive motion experienced by customer cannot be determined from the information provided. The probable root cause of bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm maryland bipolar forceps instrument did not work as expected. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the conductor wire of instrument was not damaged on the wrist. No other physical damage was observed. No material was missing or detached from the portion of the device that enters the patient¿s body. There was no allegation of an unclamping failure while the instrument was gripping tissue. The instrument did not move/function as intended. The instrument was not moving intuitively.